Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from three different patient samples when tested on a vitros 5600 integrated system using vitros tsh lot 7220 when compared to results obtained from a non-vitros system for the same samples. Patient 1 tsh result of 0.201 miu/l versus the expected result of 3.54 miu/l patient 2 tsh result of < 0.015 miu/l versus the expected result of 1.59 miu/l patient 3 tsh result of 0.084 miu/l versus the expected result of 2.84 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh results were obtained from three different patient samples when tested on a vitros 5600 integrated system using vitros tsh lot 7220 when compared to results obtained from a non-vitros system for the same samples. A definitive assignable cause for the discordant lower than expected vitros tsh results could not be determined. Based on historical quality control results, a vitros tsh lot 7220 performance issue is not a likely contributor to the event. Additionally, precision testing of the vitros 5600 integrated system was not performed when requested, so no assessment of the instrument's performance at the time of the event was made. However, the customer gave no indication of any vitros 5600 integrated system malfunction and biorad qc fluid results were accurate and precise. Therefore, an instrument issue is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture's recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A sample specific interferent that affects the vitros tsh method and not the non-vitros method cannot ruled out as a cause for the lower than expected vitros tsh results obtained. Additionally, biotin interference cannot be completely ruled out as a possible contributor to this event as it was established that at least one of the affected patients was in receipt of supplements containing biotin although the dose was not established. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7220.